Event description:
In 2007, a clinical incident involving a turbovac 90 with integrated cable wand was reported to arthrocare corporation. Twelve days prior, two days following a knee arthroscopy procedure, x-rays were taken of the surgical site and it was found that the tip of the wand used in the procedure was seen in the patient's knee. Two days prior to original date, a second procedure (3 hours in length) was performed to remove the fragment. The fragment was not retrieved and postoperative x-rays two days after the second procedure of the surgical site confirmed the fragment remained in the patient's knee. There are no other plans to remove the fragment. The hospital confirmed there have been no complications or patient injury that has resulted from the fragment remaining in the patient's knee.

Manufacturer narrative:
The device was discarded by the user facility and will not be returned for investigation, therefore, a complete investigation could not be performed. A review of the device lot history record was performed and all device specifications were met. It also was reported there was no unusual occurrence during the procedure with this device. Based on the information provided for this report, no conclusion can be made. Arthrocare has included in the instructions for use for the device the following warning: "this wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes or device failure."